Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The hospital team reported that the devices had a leak at the connector with the diet. The team made several changes and the problem was only solved when they changed the lot. This on the same patient, on the same day. There was no patient harm.